Event description:
It was reported to olympus, during a procedure, the camera head had an e224 communication error when connected to the imaging system. The procedure was completed successfully using a similar device. No patient harm or injury.

Manufacturer narrative:
The customer tested the device on the same tower after the case and it was working and returned to use. However, a few days later in another case with a different video tower, the same issue occurred. Refer to patient identifier (B)(6) for the same issue with a different video tower in another case a few days later. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplement report is being submitted with the additional information provided by the olympus representative and customer.

Event description:
Three different events were reported by the customer to olympus: the customer initially reported the camera head (serial (B)(6)) used with the camera control unit (serial (B)(6)) had an e244 communication error and has been reported with patient identifier (B)(6). The customer also reported another camera head ((B)(6)) used with the same camera control unit (serial (B)(6)) also had an e244 communication error and has been reported with patient identifier (B)(6). The customer reported a third event involving a camera head (serial unknown) used with a camera control unit (serial unknown) also had an e244 communication error and was reported with (B)(6). This is event 1 of 3 for (B)(6) which happened during a diagnostic procedure was put aside and has not been returned to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a broken cable causing the errors and image not to be displayed, possibly due to user handling. The instructions for use include the following contents which indicate the phenomenon can be prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.